Manufacturer narrative:
On (B)(6) 2020, additional information received indicated that the date of implantation was on (B)(6) 2001. And autoimmune disorder was added and generalized illness was excluded from the patient code. Patient expressed removal with no replacement. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 8, 2022 indicated that the date of implantation was on (B)(6) 2001, and date of event was on (B)(6) 2005. This report was submitted to FDA under report#: mw5102984. Initial reporter name (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 5, 2022 indicated that the patient pathology report revealed bilateral benign capsular tissue, negative left side for lymphoma manufacturer¿s reference number: (B)(4). Update from pc: recognized procedural complication to pc: serious injury was per correct coding.

Manufacturer narrative:
On 9/9/2019, the new information indicated that date of implantation was on (B)(6) 2011. According to patient she had preexisting condition of autoimmune disease, cohn prior to implantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation:not explanted as of this report. Issue with generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast implant surgery procedure with mentor medical devices (unk_saline implants date of implant ) has experienced breast implant deflation. Patient also reported unexplained systemic symptoms, which included but not limited to ¿ taste of metal in the mouth, I am always tired, I have more and more bad in the lower back, I have problems of vision, asthma, I also have the brain slower as if I were in the mist but I do not consume at all¿ no further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated. This report is for one of the two reports.